Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 4 infusions set fell off during use on event on 01-jun-2024. Customer was doing physical activity/sweating, swimming, or bathing at the time the set fell off for 2 sets. Skin tac was adhesive aides used at the area of insertion. Infusion set has been used between a couple hours and 2 days. Insertion area was cleaned, air-dried and free from hair. Customer replaced infusion set and resumed insulin deliveries successfully no further information available.

Manufacturer narrative:
Initial and final MDR 1934221 - MDR 3003442380-2024-19505 - device 4 of 4.